Manufacturer narrative:
There was no report of patient involvement. (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was taken out of service because metal debris was found in the oxygenator. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was taken out of service because metal debris was found in the oxygenator. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device has been requested several times for return to livanova (B)(4) but has not been provided by the customer. However, four other devices (B)(4) that were reported on the same complaint for a similar issue were returned. Visual inspection for one of the devices (B)(4) identified that the nickel layer was peeling, and loose particles were found at the bottom of the cardioplegia tank. No issues related to the reported event were identified for the other units. A DHR review for device (B)(4) did not identify any deviations or non-conformities relevant to the reported issue. The potential impact of chemicals (disinfectant solution, preservation of water with h2o2 and decalcification agent) on the nickel coating and copper material inside the device was evaluated in a detailed and comprehensive study (B)(4). The use of peracetic acid and hydrogen peroxide contained in the disinfectant and preservative can cause pitting and corrosion. Due to pitting and corrosion, the nickel protective layer may be damaged and the underlying material (copper) can begin to corrode. This may lead to flaking of the nickel protective layer.